Event description:
Allegations of memory loss, increased local tenderness, development of allergies, recurring sinus infections, skin rashes, associated neck and back tenderness, and anxiety; intact upon removal.